Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason. No additional information has been provided despite good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for an unknown reason. No additional information has been provided despite good faith efforts. Additional information was received that the patient underwent a revision procedure to upgrade their ipg in order to have a magnetic resonance imaging (MRI) scan.